Event description:
A customer observed (B)(6) results for multiple samples obtained obtained from one patient processed on a vitros eci immunodiagnostic system. The results did not agree with results from an alternate (B)(6) assay and western blot testing on the same patient samples. The (B)(6) result was reported and the patient was treated. There was an allegation of patient harm as a result of this event. No information regarding the type of treatment given or the alleged patient harm was provided. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that (B)(6) results occurred for multiple samples obtained from one patient on the vitros eci immunodiagnostic system. The investigation found no evidence to suggest the results in question were caused by an analyzer or reagent malfunction. A definitive root cause could not be determined. However, the possibility of an unknown sample interferent could not be ruled out as a contributing factor.